Event description:
A report was received from the study indicating that approximately twenty-five days post index procedure via phone call with subject, the pt was complaining of angina pectoris. Approximately six months and nineteen days post procedure, the pt had an angiography driven-significant lesion judged to require revascularization. There was evidence of myocardial infarction. The relationship to the cordis sirolimus-eluting stent was reported as highly probable and the relationship to the index procedure was reported as possible. The post procedure non-q wave myocardial infarction was target vessel related with evidence of late stent thrombosis, all confirmed on coronary angiography. The event was treated with plain old balloon angioplasty.

Manufacturer narrative:
The main indication for the intervention was stable angina pectoris. The first lesion was in the proximal right coronary artery. It was type b1, native, de novo, ostial, smooth, readily accessible and eccentric. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 10mm. Pre-procedure diameter stenosis was 99%. The lesion was not pre-dilated. A 3.50 x 18mm cypher select plus stent was electively implanted at 13 atm with satisfactory results. Post-procedure diameter stenosis was 0. The second lesion was in the mid left anterior descending. It was type b1, native, de novo, readily accessible proximal segment, and irregular. The lesion had a reference vessel diameter of 3.0mm and a lesion length of 20mm. Pre-procedure diameter stenosis was 85%. The lesion was not pre-dilated. A 3.00 x 23mm cypher select plus stent was electively implanted at 14atm. Post-procedure diameter stenosis was 0. Please note: device is distributed outside the united sates. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.